Event description:
A bipap a40 ventilator was returned to a third-party service center for service. There was no serious patient harm or injury reported. The device was not reported to be in clinical use. During the evaluation of the device at a third-party service center, the device was visually inspected and found no evidence of foam degradation however, ventilator inoperative error codes indicating (defective eeprom and failure of the outlet pressure sensor) was confirmed in the event log. The technician recommended replacing the device's circuit board to address the issues. No repair was performed. This issue has been identified under the fsn 2023-cc-src-039 due to interruptions and/or loss of therapy due to a ventilation inoperative alarm. The device was scrapped as per customer request.